Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation - evaluation. A review of documentation including the complaint history, drawing and quality control was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record could not be completed due to unknown lot information. A search for possible product instructions found that no instructions for use (IFU) exist for the yueh centesis disposable catheter needle. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Based on the time between surgery and diagnosis, it is unlikely the yueh needle used during the procedure caused the hernia incarceration. The appropriate personnel have been notified. Per quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Literature citation: khodarahmi, iman, shahid, muhammad usman, contractor, sohail (2015). Incarceration of umbilical hernia: a rare complication of large volume paracentesis. Radiology case, 9(9), 20-25. Doi:0.3941/jrcr.v9i9.2614. Concomitant products: vacuum container, IV 50 g albumin, tips catheter. PMA/510(k) #: preamendment. Patient required an urgent laparotomy to resect ischemic small bowel. Other MDR reports originating from this article: 1820334-2019-01241. (B)(4).

Event description:
It was reported that a (B)(6) year-old man with decompensated liver cirrhosis due to autoimmune (B)(6), meld score of 11 and prior history of esophageal variceal bleeding, presented with refractory ascites. He also had an asymptomatic reducible umbilical hernia. The patient underwent an ultrasound guided large volume paracentesis of approximately 10 l using a 5fr yueh needle placed in the right lower abdominal quadrant and vacuum container accompanied by subsequent uneventful placement of a tips catheter. He was given 50 grams of intravenous albumin during the paracentesis. Over the next 48 hours after the procedure, he did not have a bowel movement or passage of gas and developed abdominal pain and distension. Physical examination demonstrated a tender irreducible umbilical hernia. The patient underwent urgent laparotomy which showed a strangulated umbilical hernia. A 20 cm segment of ischemic small bowel was resected, an end-to-end anastomosis was performed. As reported, the patient improved postoperatively.